Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported a motor controller malfunction. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation:the reported motor controller malfunction was not verified during service. The service technician ran the instrument for 4 days and conducted multiple tests. The instrument is working normally and will be returned to the customer unrepaired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.